Event description:
Received medwatch # 36/0019/1996/0011 on 8/30/96 "endoclip inserter misfired; clips did not close completely causing clips to fall into abdominal cavity. All but one clip removed. Surgeon states that retained clip is not detrimental to pt."